Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 448 mg/dl. The customer reported having air bubbles in the infusion set and reservoir. During therapy, calibration not accepted alarm and inaccurate sensor readings with the threshold suspend alarm activated. The customer reported rising blood glucose levels ranging from 91 mg/d to 450 mg/dl. The customer had no symptoms. The customer will treat the high blood glucose level with insulin pump. The current blood glucose level was 221 mg/dl. The customer did troubleshoot the issue. The insulin pump, infusion set or sensor will not be returned for analysis.